Manufacturer narrative:
The co rep confirmed the event of electrical test failure code 61 (excess drive pressure fault) and 52 (iabp/comm flip flop fault) in the alarm logs. The co rep replaced the front end board (part number 0670-00-0668e). The safety disk, which was found to be inserted incorrectly (not twisted into correct position and locked into place), was placed correctly. During calibration of the iabp, it was noticed that the drive transducer offset changed from 750 mm hg to 7980 mm hg intermittently. The drive transducer (part number 0682-00-0076-01) was replaced. The co rep performed the calibration, functional and safety tests. The unit met the factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that during therapy, the system displayed an electrical test failure code 61 (excess drive pressure fault) and 52 (iabp/comm flip flop fault) and low vacuum alarms. The patient was switched to another iabp and therapy was completed. No patient injury was reported.